Manufacturer narrative:
Results: other ( ferrite bead shifting out of its normal path and coming in contact with the cable). Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed and caused by a cable partially pulling out of its connector (result codes 423 & 435) generating ECG noise. This separation was due to a ferrite bead shifting out of its normal path (result code 100) and coming in contact with the cable. Proper routing of the ferrite bead and reinsertion of the cable resolved the failure. The device was repaired and returned to the customer.

Event description:
The customer stated the device has noise on the ECG trace. No harm to patient.